Event description:
It was reported that the patient's right ventricular (rv) lead delivered several inappropriate shocks. Therefore, the physician initially elected to have the device turned off. It was then discovered that the patient's rv lead had dislodged which led to oversensing. Furthermore the oversensing lead to pacing inhibition, inappropriate shocks, failure to capture, and failure to sense. The dislodgement was confirmed via diagnostic imaging. It was noted that the patient was a "twiddler" and had dislodged their leads in the past as well. The physician elected to explant the rv lead on (B)(6) 2021. The patient condition was stable.